Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this right atrial lead exhibited noise which corresponds with noise on the shock channel. The device was programmed to ventricular pacing and sensing, inhibit pacing, and rate response (vvir) last month due to atrial noise. The device was programmed back to dual chamber pacing and sensing, trigger and inhibit pacing, and rate response (dddr). Boston scientific technical services was contacted regarding this issue and discussed muscle artifact on shock channel can be normal. There was no noise noted on the pace/sense channel. All other lead measurements were within normal limits. The physician is considering an atrial lead revision procedure as the patient is currently hospitalized for atrial fibrillation with shock due to conduction to the ventricular fibrillation zone. Technical services suggested inspecting the shocking connector if an atrial lead revision is done. Also, check that the connections are accurate as seeing atrial activity on the shock channel could be that the high voltage connectors are reversed in the header.